Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that after implant, the device could not be indentified by the programmer.